Event description:
While testing the device, the user found that it would not turn on. There was no pt harm involved. Initial tests indicated that fuse f1 on assembly was open. Detailed inspection of the device found that a small piece of a crt ground contact strip had broken off and was loose in the bottom of the unit. It is likely, but cannot be confirmed, that the broken piece had caused a short (in an unknown location) which caused the fuse to open. The cause of the piece being broken could not be determined. The event is not occurring more frequently or with greater severity than usual for the device.